Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp reported that a red screen was displayed on the programmer upon interrogation of the device. A review of a summary report identified a da error. The hcp was informed that this is a bitflip that can occur causing a temporary reset. This is a benign error and patient therapy is not affected. No adverse patient effects were reported. The device remains implanted and in service.